Manufacturer narrative:
Analysis of programming history.

Event description:
During manufacturer review of a patient¿s vns programming history, it was identified that on (B)(6) 2005 the vns device was interrogated and the settings were 1.25ma/30hz/500pulsewidth/30sec on/5min off; a systems diagnostics test was performed and resulted in "fault", a second systems diagnostics test was performed and the results were output status = ok, lead impedance = ok, dcdc code = 2, eos = no. A final interrogation was not performed and the patient left the visit. At the next recorded visit dated (B)(6) 2006 the first interrogation showed the device settings were 0ma/30hz/500pulsewidth/30sec on/5min off, which is indicative of "faulted" diagnostics which changed the settings at the previous (B)(6) 2005 visit. The settings were corrected on (B)(6) 2006.